Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "never dropped." And capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that the right side "never dropped." Patient additionally reported " capsular contracture baker grade iii. Additionally patient reported the following events which are not device related: fungal infections, staff infections and "tumor." Device remains implanted.